Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0274403 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0274403 was manufactured according to specifications and met performance requirements. Customer complained of three suspected false positive results in run #84 on specimens tested with the bd sars-cov-2 reagents for bd max system kit lot 0274403, which were negative on both targets (n2 and envelope targets) when repeated with with cepheid genexpert assay. Customer provided the database from instrument ct2025 and two runs files (#83 and #84) for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents instruction for use. According to the customer, the suspected false positive samples were tested in run #84, positions a3, b4 and b6. Manual pcr curve adjudication was conducted across these samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of pcr curves of three samples show late but true amplifications for n1 target without anomaly, indicative of true positive results. Overall, these samples appear to be true low positives. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or cross contamination introduced during the sample preparation at the customer¿s site. Additionally, in the previous run (run #83), a positive control and a negative control were tested and gave the expected results. Environmental contamination was examined as a potential cause by the customer. Customer performed environmental monitoring (em) for higher risks contamination areas (biological safety cabinet, cartridge drawer side a and b of instrument ct2025) and obtained negative results (data not shown) so the customer concluded that em contamination was not the cause of the positive result. Based on the investigation, there is no product issue suspected. Bd was unable to confirm the exact cause of the customer¿s low positive results. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot # 0274403. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system 3 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a cepheid test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. (B)(4).

Manufacturer narrative:
Initial reporter additional phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max" system 3 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a cepheid test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. (B)(4).